Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Internal testing of the patient sample identified a reaction to the monoclonal antibodies of the hivag detection module, leading to a false reactive result for the hiv antigen (hivag) sub-result. The elecsys hiv ag confirmatory test confirmed the result as false reactive. False reactive results are a known limitation of the elecsys hiv duo assay. The customer followed the recommended confirmatory testing algorithm, and the sample was confirmed negative by rna pcr testing.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on a cobas e 801 module. The initial elecsys hiv duo results obtained on (B)(6) 2021 were 2.04 coi, 2.04 coi, and 1.99 coi (reactive) for the hiv antigen (hivag) sub-results, while the hiv antibody (ahiv) sub-results were non-reactive at 0.0562 coi, 0.0538 coi, and 0.0538 coi. The customer repeated the sample on a different cobas e 801 module and confirmed the same results. Subsequent confirmatory testing using rna polymerase chain reaction (pcr) was performed, and the result was negative.